Manufacturer narrative:
Combination product: yes.

Event description:
The ra pacing impedance has trended >3000 ohms since on (B)(6) 2024. Intermittent noise can be seen on the ra channel. Undersensing of a true atrial arrhythmia was also observed. Lead remains implanted. No adverse events reported.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.